Event description:
A report was received from the affiliate indicating that approximately 35 months post index procedure the patient complained of chest pain and was brought to the hospital as an emergency. A coronary angiogram (cag) was conducted and thrombus was observed in the cypher sirolimus-eluting coronary stent and timi was confirmed at iii. However, the patient had kidney failure (i.e. Contrast media should not be used as possible), and therefore, percutaneous coronary intervention (pci) was not conducted. Four days later the patient recovered and was discharged from the hospital. Physician's comment: the possible cause of the thrombotic event was because anti-platelet medicine was stopped. The patient stopped taking aspirin and ticlopidine hydrochloride.

Manufacturer narrative:
The procedure was an emergent case due to acute coronary syndrome. The target lesion was distal right coronary artery. The lesion was restenotic, previously treated with a 3.5x14mm duraflex bare metal stent. Lesion classification was type b2. The lesion length was 15mm and vessel diameter was 3.5mm. Pre-dilatation was conducted with a 2.0x13mm balloon at 8 atm for 20 seconds. A 3.5x23mm cypher stent was deployed at 18 atm for 20 seconds for proximal to the bare metal stent in an overlapping fashion. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual percent of stenosis was zero. Timi flow pre and post procedure was I and iii. Activated clotting time (act) was not measured. The initial cypher implant and assessment of thrombotic event took place at different hospitals. Please note: device (lot # i0604047) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.